Manufacturer narrative:
Product analysis device returned with the filter wire only. Catheter was not present no deformation to filter basket component within filter basket kinked wire kinked kink to proximal end of floppy tip medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An ep spd2-050-320 spider fx embolic protection device was used during a procedure to treat a plaque lesion with 70% stenosis, moderate tortuosity, and moderate calcification in the mid common carotid artery. Resistance was felt during advancement. The vessel was pre-dilated and instructions for use were followed during preparation and the procedure. It was reported that the spider fx experienced a tip embolization within the sheath during initial advancement. A snare/retrieval device was used to remove the embolized component, and a replacement medtronic device was used to complete the procedure. No patient complications have been reported as a result of this event.